Event description:
Facility alleges inflation bladder of bp cuff popped while tewchnician was taking a patient's blood pressure. Tech. Reported ringing in ears (via stethescope) sent to ER for evaluation. Currently under care of ent doctor. Reports pain off and on in both ears. No reported hearing loss.